Event description:
The patient was injected in both lips. The patient allegedly developed swelling immediately in the injection area. The patient was treated with vitrase (180 units) in two separate sessions.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.